Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, both leads exhibited oversensing. All other electrical measurements were normal. The patient was seen in clinic on (B)(6) 2017. The noise was not reproducible in clinic. The physician felt it was a lead problem. No intervention had been performed. The patient remained asymptomatic, and would continue to be monitored.

Event description:
New information received noted that the patient presented for an in clinic follow up. Upon interrogating the pacemaker, it was noted that the noise on both the atrial and ventricular leads had gotten worse. The leads were to be monitored and no further intervention was planned to resolve the anomaly.